Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no discoloration in the indicator window of a 7f exoseal vascular closure device (vcd) and failure of the plug to be released. There was no reported patient injury. The device was used in a procedure with balloon dilation of the lower extremity arteries. The vcd was retracted with an unknown sheath but there was no discoloration of the window. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 7f vascular sheath was used. The femoral artery's suitability was verified on angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. There were no visible signs of calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no stenosis >50%, and no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.

Manufacturer narrative:
As reported, there was no discoloration in the indicator window of a 7f exoseal vascular closure device (vcd) and failure of the plug to be released. There was no reported patient injury. The device was used in a procedure with balloon dilation of the lower extremity arteries. The vcd was retracted with an unknown sheath but there was no discoloration of the window. The procedure was performed using a retrograde approach. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis 7f vascular sheath was used. The femoral artery's suitability was verified on angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. There were no visible signs of calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no stenosis >50%, and no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showed no anomalies. A non-sterile unit of product ¿vascular closure device 7f¿ was received inside of a clear plastic bag. Per visual analysis, the device was unpacked to proceed with the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; bleed back port is at the deployed position; indicator wire is retracted; the device is blood saturated. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No other damages/anomalies were noted during the visual inspection. The functional analysis could not be performed since the device was received fully deployed. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no other anomalies were observed. The complaint reported by the customer as ¿indicator window- no change to indicator¿ was not confirmed since the unit was received fully deployed with the button fully depressed, which indicates that the functionality of the unit performed correctly. The indicator window reached the three indicator windows stages, and the plug was properly deployed. The internal components were reviewed, and no anomalies were noted. The condition of the device received does not match the event reported, and therefore, a cause for the reported event cannot be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The analysis results suggest that the failure experienced by the customer could not be related to the manufacturing process. No actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.